Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that since implant the patient has been experiencing more digestive problems. Mother of patient stated he has always had digestive issues but the feels the vns has exacerbated these issues. The digestive problems are reported to be constant and patient was sent to gi specialist where a endoscopy was done. The patient¿s neurologist lowered settings on vns at mother¿s request, but the neurologist turned the settings back to what they were because he started having seizures due to lower settings. No additional relevant information has been received to date.

Event description:
Additional information was received that patient underwent generator replacement. Explanted product has not been received to date.